Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor fell off after 10-days of wear and was incapable to monitor their blood glucose and experienced a loss of consciousness. However, the customer regained consciousness and was able to self-treated with unspecified medication, and no further information was provided. There was no report of death or permanent impairment associated with this event.